Manufacturer narrative:
The test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Testing of the returned test strips was performed using glycolyzed blood. All testing with the returned strips produced acceptable results, and no strip defects were observed. The investigation determined that no product issue was found.

Manufacturer narrative:
The serial number for the accu-chek inform ii instrument with rf card is (B)(6). The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a questionable glucose result from the accu-chek inform ii instrument with rf card. The initial result was 79 mg/dl at 6:30 am. Using a different inform ii meter, at 6:33 am they received a result of 158 mg/dl. The result of 158 mg/dl is deemed to be correct.